Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. The device was then moved over to the right. During procedure, the threshold was high. Moreover, the physician reprogrammed and monitored device output. The lead remains in service. No additional adverse patient effects reported. Additional information indicated that this right atrial (ra) lead was explanted due to product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. The device was then moved over to the right. During procedure, the threshold was high. Moreover, the physician reprogrammed and monitored device output. The lead remains in service. No additional adverse patient effects reported.